Event description:
It was reported that prior to a percutaneous coronary rotational atherectomy treatment procedure, there were issues with the turbine pressure knob. The target lesion was located in a mildly tortuous and severely calcified left main coronary artery (lmca) and proximal left anterior descending (lad) artery. During platforming the rotablator console turbine pressure knob was turned to the maximum level, however it was noted that the knob "returned a little automatically" from the maximum setting. No issue was noted with the rotational frequency as the frequency remained at 230,000rpms. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: examination of the returned console was performed. The rotational speed was tested in dynaglide and turbine mode using a foot pedal and a rotalink 1.75mm burr and the rotational speeds met specifications. The console functioned properly however; the retaining hardware for the turbine pressure control assembly was loose. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that prior to a percutaneous coronary rotational atherectomy treatment procedure, there were issues with the turbine pressure knob. The target lesion was located in a mildly tortuous and severely calcified left main coronary artery (lmca) and proximal left anterior descending (lad) artery. During platforming the rotablator console turbine pressure knob was turned to the maximum level, however it was noted that the knob "returned a little automatically" from the maximum setting. No issue was noted with the rotational frequency as the frequency remained at 230,000rpms. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).